Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump passed displacement test and self test and no unexpected alarm noted during testing. However, software alarm found in alarm history screen due to corrupted history file. Insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned an error alarm and then the display went blank. Customer reported that the insulin pump was cracked on the top, right side. Customer reported replacing the insulin pump's batteries twice, but the display still did not return. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).